Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Effluent was clear. Patient had no ill effect and required no med intervention. Patient completed treatment manually. Cassette was discarded.